Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and consumer regarding a patient with an implantable pump. It was reported that the patient's pump started alarming because it ran dry. The hcp stated that the patient was reporting that the pump stopped alarming a couple of weeks ago and the hcp wanted to know why. Technical service explained that the pump should still be alarming if the alarm hadn't been silenced and the volume addressed. Technical services reviewed empty pump considerations and recommended filling the pump as soon as possible.

Event description:
Additional information received from a health care provider (hcp) indicated that they did not know what symptoms the patient experienced as the patient did not contact the clinic or pentec. The hcp stated this was not a pump issue and the patient would not follow-up. The cause of the empty pump was that the patient did not contact the clinic or pentec. No diagnostics/troubleshooting was performed as the patient did not comply. When asked if the issue resolved, it was stated no. The patient did not return calls or come to the clinic as requested.

Manufacturer narrative:
H6: codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.